Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii system was used during a transobturator (tot) procedure performed on (B)(6), 2015. According to the complainant, after the procedure, the patient was noted to have blood in her urine. Cystoscopy confirmed the urethra was incised. The urethra was sutured and a different device was used to complete the procedure. The patient's condition at the conclusion of the procedure was reported to be stable.